Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has minor scratches on lcd window, cracked case at the display window corners, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm after falling into water. Caller reported that the device was skipping through screens also. Blood glucose level at the time of the incident was not provided. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.